Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. The manufacturer did not received the devices. Exemption number: e2015015.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 11, the implant had not achieved osseointegration. Clinician reports failure was due to the patient's smoking. There were no reported complications. (B)(4).

Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. The manufacturer did not received the devices. Exemption number: e2015015.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 11, the implant had not achieved osseointegration. Clinician reports failure was due to the patient's smoking. There were no reported complications. (B)(4).

Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 11, the implant had not achieved osseointegration. Clinician reports failure was due to the patient's smoking. There were no reported complications.